Event description:
At the end of an implant procedure, high voltage lead impedance was observed. Technical services was contacted and suggested to check the lead connection. The physician opened the ICD pocket and tested the lead a couple of times, and high impedance was still observed. However, the physician decided not to induce vf and did not make any changes. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.